Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebn0739 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported that the catheter was fractured 2 days after placement, which was then removed through subclavian venotomy.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed, but the cause was not determined. One 4 fr s/l groshong PICC was returned for investigation. The catheter was 33.8cm in length. The proximal segment of the catheter was not returned for investigation. The two-piece connector was returned separate from the catheter and the connector was received in two pieces. Impressions from hemostats were visible in the connector. It appeared that the connector had been disassembled. The cross section at the proximal end of the returned catheter segment was uneven. A portion of the surface appeared glossy and striated. The remainder of the cross section was rough and granular. A superficial slice in the external surface of the blue stripe was visible near the proximal end of the catheter. Although the catheter had not been cut completely with a sharp instrument, it appeared that the catheter was nicked and scored from an external source, which may have been a factor in the complete break of the tubing. The catheter may have been damaged during use, but since the catheter was incomplete, the cause of the break was undetermined. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿ a lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that the catheter was fractured 2 days after placement, which was then removed through subclavian venotomy.